Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter act 5 diff al hematology analyzer generated basophil results that the customer believed were too high to be valid. The erroneous results were not reported out of the laboratory. Manual differential counts or reference comparison was not performed. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Sample collection details were not provided. Controls were run before and after the event and the instrument is currently performing within the qc specifications. On (B)(4) 2011 the field service engineer (fse) bleached the wbc lyse pathway to the bath, cleaned waste syringe 2, lubricated the o-ring, cleaned the bath drain chambers and bleached the count line to valve vl15 and the diff transfer path thru lv5. The fse verified the repair per the established procedure.